Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided in d4 and h3. Fluid leak - side arm: no defect found on returned pump. The cause of the issue was not determined without sufficient clinical details. Hypotension / sepsis: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 68-year-old female patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on an intra-aortic balloon pump, on extracorporeal membrane oxygenation (ECMO), prior to initiation of support. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: ventricular septal defect repair. While the patient was in the intensive care unit (ICU), there was a purge fluid leak. It appeared to be leaking about 5ml/hr or less. There were no problems with purge pressure or flow rate. No alarms were triggered and the motor current did not increase, so the physician decided to just monitor the situation. There was no noted interruption of flow or support for the patient. In addition, the patient developed sepsis. The patient deteriorated, and the blood pressure dropped. Blood cultures showed gram bacilli. Antibiotics were administered but were unsuccessful. One month after impella insertion, the patient expired on support. The physician did not attribute the death to the impella. The impella functioned at p-4 at 1.6l/min as intended. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of mechanical support, other potential sources including peripherally inserted catheter lines, multiple mechanical support devices, or the device itself. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock with low cardiac output syndrome, complicated by stage d shock.

Manufacturer narrative:
Updated information: b1 selected adverse event, b2 selected death and added date of death. B5 narrative updated. D4 catalog number updated. H1 changed to death. H6 clinical codes changed from e2403 to e2321 and e0306. H6 impact code changed from f26 to f02 and f2303.

Manufacturer narrative:
B3: date of event was erroneously entered on the initial manufacturer device report.

Event description:
The complainant reported that on day 18 of impella 5.5 single-access support, a purge fluid leak was observed at the connection between the pressure reservoir and the purge filter. The estimated leak volume was approximately 5 ml per hour or less. Purge pressure, purge flow, motor current, and alarms remained normal. The purge leak persisted after one hour, and the impella representative was contacted for further guidance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Additional information has been provided in d4. Fluid leak - side arm: no defect found on returned pump. The cause of the issue was not determined without sufficient clinical details. Hypotension / sepsis: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H11 additional narrative: added: b5 (event description).

Event description:
Additional information received states: the product remains in use. Regarding the patient¿s outcome, switching to 5.5 with continued left ventricular support is currently being considered. The patient was successfully removed from extracorporeal membrane oxygenation on february twenty-third; however, it has been determined that an additional period of support is still necessary.